Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with unexpected battery longevity and a power on reset (por) was observed. In addition, undefined lead impedance parameters for the right ventricular (rv) lead and left ventricular (lv) lead were noted, along with no rv or lv capture at high outputs. During the device replacement procedure,the rv pacing capture morphology was no longer observed after the device was disconnected from the leads and intra-operative tests indicated within range lead measurements. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.